Event description:
The device was returned for analysis after unk implant duration because the pt felt no stimulation. Subsequent x-ray analysis revealed the extension wires were broken. The hcp reported the extension was replaced. The exact date of explant is unk. No further pt complication was reported.

Manufacturer narrative:
H6. Final device analysis for the model 7489 reveal-all four conductors are broken, wire fractures are located 7-mm from the distal end.